Manufacturer narrative:
One of the factors that contributed to the surgical delay, cervical stand-alone drivers, were returned for investigation. The drivers showed signs of damage/wear that may have contributed to the engagement issues. The production records were reviewed for all involved drivers and screws, no manufacturing deviations were identified that could have contributed to this event. There is no evidence that 4web product(s) solely caused the additional surgical time. The event was reported to have occurred in australia.

Event description:
It was reported to the manufacturer that the surgery lasted one (1) to two (2) hours longer than expected due to several factors that delayed the surgery. Selection of a different size of 4web cage, issues with screw retention and insertion, additional x-rays performed, re-positioning of retraction system, additional surgical exposure, and regular changes in instrumentation all led to increase in procedure time. However, no injury to patient was reported. Surgery was completed successfully.